Event description:
A gore hybrid vascular graft was used an a-v access application. During insertion of the device into the jugular vein, the physician inadvertently pulled on the deployment string and the distal tip of the nitinol reinforced section slightly expanded. The graft was removed and another gore hybrid vascular graft was implanted without further incident.

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications. The investigation is currently in progress.